Event description:
It was reported that the patient didn't feel like her interstim was working. This had been going on for a couple of weeks. The patient increased stim to 3.3v and could not feel anything. Patient services offered to instruct the patient how to change programs; the patient declined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0dxkl, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.